Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and confirmed the reported event, however a cause of the event could not be determined. To resolve the issue, the technician recalibrated the usb-x and replaced the usb-a cable. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure the touch panel to their hexavue custom room rack was unresponsive. No report of injury.